Manufacturer narrative:
The cause of the reported issues was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room as the blood glucose (bg) level was 400-500 mg/dl. The contact reported that the high bg was due to a kinked cannula. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.